Event description:
It was reported that the a metal piece broke during surgery.

Event description:
It was reported that the a metal piece broke during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A review of the device history record was performed. The review disclosed no discrepancies that could contribute to this condition. The returned unit was visually inspected without magnification. Even though the event description states that the metal piece broke off, a tip breaking (ceramic chipped) condition was confirmed. The electrode was not broken or detached from the tip assembly. Scratch wear marks were observed on the insulation all around near the probe¿s tip concentrated specially on the left side (electrode facing forward). A portion of the insulation seems pushed down on the left side. According to the information provided by the company representative, the probe was used to displace tissue. The instructions for use states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. The company representative also informed that the expiration date was reviewed before the surgery was started but, according to the lot number and the event date reported ((B)(6) 2014), the unit was used past its shelf life of 24 months. The unit¿s expiration date is november 2013. Therefore, the user deviated from the instructions for use. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.